Manufacturer narrative:
Results and conclusions: (pending device evaluation). Secondary intervention (snaring the stent).

Event description:
A 3x5mm x 18 mm endeavor zotarolimus-eluting coronary stent mx2 coronary stent delivery sys was inserted into a pt for treatment of a vein graft to diagonal artery. Vessel morphology was reported to be non calcified, mild tortuosity with 90 percent stenosis. Unk if the lesion was pre-dilated. It was reported that the physician was advancing the stent delivery sys, however, was unable to cross the lesion. The stent delivery catheter was pulled back for removal and the edge of the stent hit the edge of the guide catheter and sheared the stent off the balloon. The physician was able to snare the stent and successfully remove the dislodged stent from the pt. The physician completed the case with another endeavor mx2 drug-eluting stent. No add'l clinical sequelae were reported and the pt is fine.